Event description:
Caller reported a malfunction on the pump after going through an x-ray scan with it. There was no reported impact to the customer's blood glucose level. Technical support decided to replace the pump, confirming shipping details and advising the caller on steps like putting the pump into storage mode and returning it to avoid charges. The replacement pump will have updated software, and the caller will need to program settings and connect their cgm to it. The use of an alternate insulin delivery method, mdi, was also planned.